Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 24ga 0.75in y leaked. The following information was provided by the initial reporter: the customer reported about leakage of liquids from the plug. The drug used is an analgesic agent.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: bd received a 24 gauge nexiva unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no visible damage to the unit. The septum was inspected and found to be seated properly. The y-adapter was found to be connected properly with no visible damage as well. Next, a water/air leak test was performed and no leakage was observed coming from any of the components. Based off the visual inspection and testing the reported defect could not be verified. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that nexiva 24ga 0.75in y leaked. The following information was provided by the initial reporter: the customer reported about leakage of liquids from the plug. The drug used is an analgesic agent.